Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the helix was extended. Set screw mark noted on the terminal pin. The conductor coil was found deformed. Blood/body fluid noted in the helix housing and in the neck region. The lead passed electrical testing.

Event description:
It was reported that additional information was received from product investigation closure and, and a supplemental report is being filed. It was reported that this right atrial (ra) lead was explanted. Prior implanting physician directly sutured lead body/insulation to the muscle, not with tie down sleeve. There were no problems with lead performance, but poor placement/implant technique from the previous implanter. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead was explanted. Prior implanting physician directly sutured lead body/insulation to the muscle, not with tie down sleeve. There were no problems with lead performance, but poor placement/implant technique from the previous implanter. No additional adverse patient effects were reported.